Event description:
The patient reported experiencing elevated blood glucose levels (541mg/dl) following not priming the infusion set before use.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reported not priming the pump following the connection of a new infusion set. The user guide instructs to prime the tubing before inserting the infusion set.